Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue; however an evaluation of the electronic device data logs was able to confirm that the reported loss of power did occur.  Physio-control replaced the battery packs and the internal battery harness as a precaution, and then proper device operation was observed through functional and performance testing.  The removed parts were further evaluated in the failure analysis center where it was observed that the battery contacts were visibly worn but there was no confirmation that the observed wear was related to the reported issue.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's and downloaded the device's electronic records and were able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while monitoring a patient, the device powered itself off. There were no reports of adverse effects to the patient as a result of the reported issue. No further information about the patient is available.